Event description:
It was reported that there were frayed wires and sparking observed on the power supply cable. The device was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of sparking was not replicated during analysis however the reported event of frayed and exposed wires on the power supply cable was confirmed.